Event description:
It was reported that during a follow up in clinic, high pacing impedance and r-wave amplitude variation was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and indication of externalized conductors was observed on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.